Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the segmental resection, when the device approached through the hole of wound and went into the cavity smoothly, a crack was heard. The surgeon could open and close the jaws, then the green buttons illuminated and he/she started firing the device. During the firing, the cartridge articulated on their own and could not fire to the planned staple line. They changed the adapter and the surgeon made another resection due to the issue. There was no tissue damage. There was no patient injury.